Manufacturer narrative:
The actual date of death is unknown. Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported the device had an event where the pump delivered an incorrect dose. The device was investigated by the facility's biomedical engineering and per report, it "passed preventative maintenance and returned back to service". There was patient involvement however outcome is unknown. Bd received additional information through due diligence attempts. It was reported that the event involved a "comfort care patient" on a continuous morphine drip infusing at 5mg/hr. From a 100ml (concentration: 1mg/1ml) bag. The infusion was initiated at 12:14. At 14:09 the nurse responded to the room and found that the bag was empty. The bag and tubing were inspected by customer; no leaks were noted per report. It was reported the patient later passed away. The patient's family requested no further interventions. The event occurred on 11 january 2025. Per customer, the event was not immediately reported to bd as they "did not have reason to believe there was an equipment malfunction." The customer, at the time, believed that the issue was due to "drug diversion". However, the same device has been involved in another (captured under separate record MFR report # 2016493-2025-77596) and this prompted the customer to report the event to bd.

Event description:
It was initially reported the device had an event where the pump delivered an incorrect dose. The device was investigated by the facility's biomedical engineering and per report, it "passed preventative maintenance and returned back to service". There was patient involvement however outcome is unknown. Bd received additional information through due diligence attempts. It was reported that the event involved a "comfort care patient" on a continuous morphine drip infusing at 5mg/hr. From a 100ml (concentration: 1mg/1ml) bag. The infusion was initiated at 12:14. At 14:09 the nurse responded to the room and found that the bag was empty. The bag and tubing were inspected by customer; no leaks were noted per report. It was reported the patient later passed away. The patient's family requested no further interventions. The event occurred on (B)(6) 2025. Per customer, the event was not immediately reported to bd as they "did not have reason to believe there was an equipment malfunction." The customer, at the time, believed that the issue was due to "drug diversion". However, the same device has been involved in another (captured under separate complaint record (B)(4)) and this prompted the customer to report the event to bd.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported over infusion of morphine was not confirmed through review of the device logs; however, over infusion was replicated during device inspection and testing. Inspection of the suspect pump module (sn (B)(6)) found the upper left bezel post to be separated and all three (3) of the right bezel posts to be broken and separated completely. Unregulated flow was observed during testing. It was noted that the bezel assembly date code was noted as 0114 (january 2014) and is recall affected for fr-110 plastic. Bd released recall notification mms-21-4100 in june of 2021 that informed facilities about pump modules that were manufactured between april of 2011 to june of 2017 with the plastic material fr-110 having a potential to separate at the bezel posts. The separation of one or more posts may result in free flow, over infusion, under infusion and interruption of infusion. Review of the pcu event log did not show any recorded events on 11jan2025 or programming matching the reported events around said date. The only recorded infusion of morphine (drugid 190) was programmed on a different pump module (sn (B)(6)) on the date (B)(6) 2025. The morphine infusion that was programmed on a different pump module (sn (B)(6)) was programmed at a concentration of 100 mg / 100 ml and started on (B)(6) 2025 at 3:24 pm. The rate was programmed at 2 ml/hr, calculating the dose at 2 mg/hr and the volume to be infused (vtbi) was 100 ml. Root cause the reported over infusion of morphine was not confirmed since the pump module involved (sn (B)(6)) was not sent back for investigation. The pump module that was sent back for investigation (sn (B)(6)) was found to have broken/separated bezel boss posts which could lead to flow rate inaccuracies (free flow, over infusion, under infusion and interruption of infusion). Note that this report lists imdrf annex a040502, a1801, g02017, g04058, g04067, g04037, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.